Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. It was suspected that the site did not align the navigus properly to the trajectory that was planned. Resulting in the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that, while in a cranial biopsy, the biopsy needle being used could not be tracked by the navigation system. It was reported that the needle was discarded by the site following the procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.